Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two events of infusion set tubing detachment from connector on (B)(6) 2025. Issue was observed within one hour of use. High blood glucose (300 mg/dl) was addressed using correction bolus via pump. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08293. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004571, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6004571 was manufactured according to the work instruction (wi) version 95 and packaging in the multivac m10 on 29-nov-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3l04254 was manufactured according to the (wi) version 57 and manufactured in the machine sc05-sc06, on 27-nov-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.